Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. Actual blood glucose level was not reported. There are days that customer feels down. The customer has administered glucagon injections to treat severe low blood glucose levels. The product was not returned. Nothing further to report.